Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 mini phone with ios operating system version 26.5, app version 2.13.9278. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer self-treated with banana and then experienced hypoglycemia, a loss of consciousness and was taken to the hospital emergency room, requiring unspecified treatment from healthcare professional for the issue. There was no report of death or permanent impairment associated with this event.